Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation of the logfile showed that no device failure or movement error occurred. All system movement requests were initiated by the user and resulted in correct system movements as specified. The artis system is designed such that the c-arm can be moved to a special position (CPR position) away from the patient, which allows the user to perform a cardiopulmonary resuscitation (CPR). In the present case, the user was not able to move the c-arm to the CPR position. No system failure or malfunction could be identified. It is assumed that the system was operated by clinical staff without adequate training/adequate knowledge of the system's operation. As a corrective action, a service engineer went onsite to instruct the user on the use of patient rescue functionality and how to move the c-arm to the CPR position as described in the instruction for use (operator manual, print number axa4-100.620.12.03).

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a clinical procedure, the customer was performing CPR on a patient and the c-arm could not be moved out of the way. Siemens is unaware of the current status of the patient at this time.